Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an unspecified mentor gel implant on the right breast. Post-operatively, the patient suffered right breast capsular contracture and right breast implant rupture. The right breast has scar tissue, calcification and lump underneath. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6)2022.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).